Event description:
An adverse skin reaction was reported with wear of the Abbott Diabetes Care (ADC) device. The customer experienced redness and skin irritation at the insertion site and self-treated with Propeto and Antebate. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.